Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 174 mg/dl.